Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the adhesive peeled off or cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. Additional evaluation findings are as follows: broken sound wires; acoustic lens gap. Angulation system leak. Play in angulation. Light guide lens cover cracked. Channel tube kinked near bonding. Universal cord kinked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of an "air/water leakage or fluid invasion." Upon inspection and testing of the returned device, it was found that the adhesive peeled off or was cracked due to a shock, caused by dropping and knocking the endoscope to a hard surface or object. This report is submitted due to the adhesive peeled off or cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. As the problem was found during in-house service of the returned device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Checked "other" to correct the country to spain. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.